Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient wasn't feeling anything and she felt more with the trial. The patient didn't try to use the programmer until friday night after 5:00 pm and that was when the patient saw the power on reset (por) screen. The patient has been seeing the por message off and on all weekend. There were no further complications or anticipations reported with this event.